Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
In the back of the brushheads had a bit of metal which has come away [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the back of the oral-b precision clean brushheads had a bit of metal which had come away from it. She stated that the brushhead was in use for a couple of months with an oral-b rechargeable toothbrush, version unknown and had never been dropped. This was not the first time she had used these particular brushheads. No symptoms developed.